Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noisy signals, low impedance measurements of 130ohms, and was unable to consistently capture the myocardium. The decision was made to leave the lead programmed to air mode after testing determined that appropriate therapy was available. The patient, who remained asymptomatic, was instructed to contact the physician should any changes in symptoms occur. Approximately four and a half years later, a routine device changeout procedure was performed and the rv lead was capped, as a result of no capture at maximum amplitude and pulse width.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description guidant received information that this right ventricular (rv) lead displayed noisy signals, low impedance measurements of 130ohms, and was unable to consistently capture the myocardium. To date, there have been no adverse patient effects reported other than fatigue, and the device was reprogrammed to aair mode for the interim.